Event description:
Kit components damaged or out of spec flo (foreign country's hospital) it was reported that the device was damaged. No details were reported at this moment.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Complete flotrac kit. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer